Event description:
I had a bad allergic reaction to the travel CPAP resmed air mini from (B)(4) healthcare. Constant running nose and sneezing, nonstop. I sleep with a resmed CPAP every night without a single problem, but wanted a small one to travel with. Doctor gave me a prescription. I used the humidifier insert, but then took it out to see if would make a difference, but it didn't. I had this strong allergic reaction my entire trip. Then tried it at home to see if it really was the machine, had the same allergic reaction. I asked for a refund since the entire setup cost about (B)(6) and not covered by insurance even though it's prescription. (B)(4) refused because it was beyond 30 days. They wouldn't even tell me if others have had this problem; didn't offer ideas as to what could have caused my severely allergic reaction. Didn't even offer to exchange. Now I'm stuck with worthless, expensive equipment. The least I can do is notify you so maybe you can investigate and see if others have had same allergic reaction. (I do have a history of allergies). FDA safety report ID# (B)(4).